Event description:
It was reported to philips that the system intermittently gave a boot disk error. The system was outside of clinical use at the time of the event. There was no reported patient or user harm. Philips has started an investigation of this complaint.

Manufacturer narrative:
This report was submitted to provide the linkage to an existing correction & removal (3003768277-12/28/2023-010-c). The reported event occurred prior to completion of the field correction 3003768277-12/28/2023-010-c, which addresses the causes associated with the reported malfunction.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system intermittently gave a boot disk error. Review of system log file could not confirm the malfunction. Upon troubleshooting, fse found that the os disk cable of host pc was bad. The philips engineer replaced cmos battery of host pc, reconnected and fixed the os disk cable . After which, the system was returned to good working order. The codes were updated based on the investigation outcome.